Manufacturer narrative:
Based on the claim against the product by the customer noting that a fenestrated bipolar forceps instrument was defective, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the primary failure of thermal damage between the grips. The instrument was found to have charring and localized melting at the grip base between the grips and passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy and no arcing was observed. Common causes of this failure mode are typically attributed to mishandling/misuse. The complaint regarding the defective instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument had charring and localized melting at the grip base between the grips. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
A defective fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi). No fragment fell into the patient. No other information was provided. Isi followed up with the initial reporter and obtained the following information: the instrument was returned to isi around 27-dec-2022. The reporter did not have any additional information.